Event description:
The customer stated results are not reproducible on the architect bnp stat assay. A precision study was performed by testing a plasma sample in replicates of 20 resulting in a mean of 305.57 pg/ml, sd of 92.66 and %cv of 30.32. Results from the long assay protocol using the same specimen were deemed to be acceptable. No impact the pt mgmt was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Our investigation determined that the issue observed by the customer is related to instrument performance; not assay performance. We identified that instrument hardware, specifically the in track vortexer (or itv) for the conjugate is the most significant contributing factor for the imprecision issues for the architect bnp assay. The itv is responsible for mixing the reaction mixture in the reaction vessel (rv) after washing to resuspend the microparticles with the conjugate. As part of our continuous product improvement efforts, we have found that increasing the itv speed within the assay file makes the architect bnp assay more robust to itv variability, which can cause imprecision in the architect bnp assay. The increased itv speed specification is captured in the newly released version of the architect I system assay cd-rom-addition a version 6.01 list number 3k52-06 or higher. As we have notified customers in the product information letter dated (B)(6) 2008, this cd-rom was released in tandem with the newly improved architect bnp reagents (ln 8k28-27 for the 100-test kit and 8k28-35 for the 500 test-kit), calibrators (ln 8k28-02), and controls (ln 8k28-11). The improved assay has extended reagent stability, which leads to an extended shelf life. At the time, the customer observed the imprecision issue, they were using reagent lots that had different size codes (i.e. Last 2 digits of the list number), which means they were manufactured before the improvements were implemented. In addition to our instrument investigation, we also reviewed our quality records for the assay. We reviewed our complaint reports to date and we did not identify any trend in complaint activity related to the customer's concern. We also reviewed our manufacturing records. We did not find any issues that may have contributed to the customer's observation. Based on our investigation, we have found that the architect bnp assay is performing acceptably. This is the final report.